Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller experienced two controller errors during the night shift. Both errors self resolved and the aic was replaced. There was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The console logs from the reported day of event are consistent with complaint. The console was retuned for investigation. The voltage from the power battery manager (pbm) at connector (j3) was 4.9v and the voltage on the optical bench lamp connector (p4) was 4.8v. Visible light was detected from the optical pump connector in the console. While the parameters testing signal not reliable (snr) was marginally passing the specification as well as some distortion in analog output i.e. Fringe pattern. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. D6a and d6b should have been left blank on the initial manufacturer device report number 1220648-2025-26984. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26984 as it is unknown if the initial reporter also sent the report to the food and drug administration. H4 erroneously selected on the initial manufacturer device report number 1220648-2025-26984. H8 erroneously selected on the initial manufacturer device report number 1220648-2025-26984.